Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing gablofen (na mcg/ml at na mcg/day) via an implantable pump for unknown indications for use. It was reported that the healthcare provider (hcp) aspirated the water from the pump and when they went to put the medication in the pump, they were only able to put in about 38 cc's and they did not see any more fluid coming out. The technical service (ts) reviewed that it was possible that air may have been introduced to the pump. The company representative (rep) going to consult with the doctor on what to put into the patient's pump for programing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) and company representative (rep) and it was reported the cause of the ability to fill the pump with only 38cc was not determined. The assumption was that the scrub technician possibly introduced some air while prepping the pump. Actions/interventions taken to resolve the event included the doctor would remove the old medication and all air at the next refill. It was noted the issue was not resolved until possibly the next refill. The patient¿s weight was unknown. The device was still in use.